Event description:
A registered nurse (rn) reported that a placement signal not reliable alarm was noticed as they were returning from CT. All number on the automated impella controller were within normal limits. Ps 107/64/80, lv 90/-20, mc 601/498, pf/pp 8/614, p9. The placement signal is correlating with a-line. The alarm self resolved. A spare console was in the room and the plan was to exchange the console if the error returned. All connections were rechecked. No other alarms were present the patient remained stable. The rn was contacting the provider for a bedside echocardiogram. Reasons for this alarm were discussed and all questions were answered. The rn was walked through how to disable the placement signal audio alarm.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.